Event description:
It was reported that the customer "was not responding and there was no insulin" and "ended [up] in the hospital"; cause was not known. Contact declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.